Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility, the device touchscreen did not respond. The probable cause was due to a broken device front bezel assembly. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted the touchscreen did not respond. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events or delays in the critical therapies while the device was clinical use. No additional info was provided.